Event description:
An electro cautery procedure caused a minor burn during a basal cell removal on the face. No equipment related problems were discovered. It is believed that oxygen from the nasal cannula enveloped around the area of cautery and caused a flash burn.